Event description:
The customer reported that the during the operational check, the device failed the defib test.

Manufacturer narrative:
(B)(4). The device was evaluated by the customer. The customer replaced the therapy capacitor to resolve the problem. The device was put back into service. There was no reported pt involvement. We will consider this a malfunction of the therapy capacitor that caused the defib to fail during the operational test.